Event description:
A call was received from the biomedical dept of the facility. They requested info on the testing of a valleylab return electrode with the oratec vulcans ablation unit. Reportedly a pt experienced a minor pad site burn during a procedure using these two devices.